Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a ¿restart ilet ¿ 75 malfunction¿ alert identified as a vibe i2c power issue, prompting replacement and guidance to shut down the device and use backup therapy since insulin delivery and meal announcements were not reliable. Symptoms included no reported change in blood glucose and no adverse clinical effects. Outcomes included provision of replacement arrangements, instructions to return the pump with a shipping label, syncing data to the mobile app before return, continuation of cgm via dexcom app or receiver, and notification that data would not transfer to the replacement and that start-up would be required. Investigation included review of the alarm condition and device malfunction category with troubleshooting and education provided to the patient. Investigation of this device revealed a device malfunction consistent with a vibe i2c power fault localized to the pump electronics. Investigation of the device engineering logs confirmed previous alert 75 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.